Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri). The monitoring voltage was 2.69 v and the charge time was 24.3 seconds. (B)(4) no adverse patient effects were reported.

Manufacturer narrative:
A replacement was planned for a future date. The available information suggests this device remains in service. Should additional information become available, this event will be updated.